Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Hypocuoremic myelopathy [acute myelopathy] worsening of her health conditions [general physical health deterioration] it was the excessive use of toothpaste [intentional device misuse] case description: on (B)(6) 2025 a spontaneous case was reported in italy by a(n) patient via interactive digital media (il piccolo and onclusive). The report concerns a 50-year-old adult female consumer. The consumer received polident imbattibile (carna+polma cream) for indication dental prosthesis. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident imbattibile, the consumer experienced a disabling and a medically significant hypocuoremic myelopathy (preferred term: myelopathy). The outcome of the event myelopathy was unknown. On an unknown date, the consumer experienced a non-serious it was the excessive use of toothpaste, and worsening of her health conditions, (preferred term: intentional device misuse, and general physical health deterioration). The outcome of the event intentional device misuse, and general physical health deterioration was unknown. The consumer's relevant medical history includes: wheelchair user, no drug history was reported. The action taken were: for polident imbattibile was unknown. Dechallenge was unknown (action taken was unknown)/(outcome was unknown) for both the events and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). Causality of the event myelopathy and general physical health deterioration was reasonable possibility and not reported/not assessable for the event intentional device misuse. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "there was zinc in denture paste, woman ends up in wheelchair and sues: the case in the supreme court, a product from a pharmaceutical giant that a fifty-year-old woman from had used is under investigation: the group did not warn of the possible risks. The woman (thanks to the medical tests of the neurological clinic of) saw her reasons recognized in the supreme court, which sent the matter back to another section of the court of appeal of to define the responsibilities the court of cassation sent the matter back to another section of the court of appeal of she has been fighting for over twelve years, in the courts, to demonstrate that what forced her into a wheelchair was the continuous use of a toothpaste. She is a woman resident in the lower friuli area, assisted in this case by the lawyer, who has taken on a biopharmaceutical giant: glaxosmithkline consumer healthcare. After two contrary sentences, in the first instance in 2019 and on appeal in 2022, the woman managed to obtain recognition of her reasons in the supreme court, with the supreme court in december 2024 referred the matter to another section of the court of appeal of to define the responsibilities of the case. The woman, between 2006 and 2010, assiduously used the toothpaste polident imbattibile for the daily use of the dental prosthesis. Due to the high percentage of zinc present in the product (this is the thesis put forward by which has then found scientific confirmation) an excessive expulsion from the body of copper resulted, to such an extent that it caused her serious neurological consequences. In particular, the woman, in her 50s, began to suffer from hypocuoremic myelopathy, ending up in a wheelchair. After undergoing several health investigations, thanks to the neurological clinic in she was able to understand that the cause of the worsening of her health conditions was the presence of large quantities of zinc in her body, which went hand in hand with low quantities of copper. The doctors concluded that the cause of everything was the massive use of toothpaste. A civil case arose with the court which, in the first instance, rejected the woman's requests, underlining how the risks of illness had been communicated by glaxosmithkline consumer healthcare through «a generic waming regarding unspecified side effects following high consumption of the paste>> together with the possibility of defects in the prosthesis. «according to the judges, it was the excessive use of toothpaste and not its composition that caused my client's neurodegenerative problems», summarized. A sentence confirmed on appeal, in «at this point we tumed to the supreme court which reiterated that glaxosmithkline's warnings were irrelevant as they lacked references to a concrete risk of paralysis - recalled -. The supreme court agreed with what we were arguing, linking the lady's situation to the use of toothpaste. For us it was like david defeating goliath". In the meantime, in 2010, the multinational withdrew the polident imbattibile paste from the market after a series of warnings raised at european level, starting with the case of the woman from (the adverse cases reported at the time had reached 416). According to the line taken by glaxo, in the product information notes, should have «provided a warning suitable to allow the consumer to acquire awareness of the possible occurrence of the indicated danger, as a consequence of the use of the product, so as to be able to carry out a correct evaluation of the risks and benefits in this regard». A conduct that glaxo instead omitted, wanting to imply that the worsening of the fifty-year-old's health was due to her imprudent behavior (the excessive dosage of toothpaste). From the laboratory analyses carried out, it was found that the polident imbattibile paste contained a percentage of zinc equal to 3.8%, suitable, in terms of concentration, to determine neurological consequences in those who used it. The court of cassation, in conclusion, invited the court of appeal of to express itself taking into due consideration the omission of the multinational, which «should have informed the final consumers of the risk they were running when using the adhesive paste, so as to allow them to use it in an informed and responsible way".